Manufacturer narrative:
The insulin passed displacement test, self test and a21 error test. No a21 or a17 alarm noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked display window, cracked case at the reservoir tube window corner and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm and external ram crc error alarm. Customer's blood glucose level was unknown. Troubleshooting for unexpected restart alarm was performed. Customer advised each time they replaced the battery on the insulin pump they would receive an unexpected restart alarm. Troubleshooting for the external ram crc error alarm was performed. Customer advised the alarm did not occur during the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.